Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Please note that the directions for use (dfu) precautions for akreos iol indicate the following: silicone oil, particularly when used in the surgical treatment of detached retina, may stick to the oil if the posterior capsule of the crystalline lens is not intact.

Event description:
It was reported that a pt originally underwent vitreoretinal (vr) surgery twice, once with the use of silicone oil and the other with gas. A posterior vitrectomy was performed and an akreos iol was implanted and sutured. The akreos lens is to be explanted and replaced with a new lens due to opacification. This report pertains to the pt's left (os) eye. Add'l info has been requested, but has not been received.